Manufacturer narrative:
The product involved in this complaint was discarded, the device couldn¿t be analyzed according to our procedures. However, a photo of the device was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As part of mentors quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and fdas vision for the national breast implant registry). Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two mentor memorygel breast implants (405cc on the right, 385cc on the left) and experienced systemic symptoms postoperatively, including chronic pain in the ribs/chest/shoulders/arms/hands, and neurological issues including brain fog, slurred speech, hallucinations, insomnia and arthritis. As a result, the patient had both devices explanted on (B)(6) 2021. Upon explant, the left-sided device was found to be ruptured. This report is for the patients left-sided device.